Event description:
It was reported the catheter was defective.

Manufacturer narrative:
Customer complaint undefined. The catheter was found to have two defects. The catheter leaks at the bond, between the hub and the catheter tube. The catheter body is broken under the balloon, at the #1 inflation hole. There is no collapse observed of any of the inflation holes.